Manufacturer narrative:
(B)(4). Date of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 75mm in diameter abdominal aortic aneurysm. The proximal neck was 22-23mm in diameter and 36mm in length. The left and right common iliac arteries were 20mm in diameter. The right external iliac artery measured 6mm in diameter and the left external iliac artery measured 7mm in diameter. It was reported tha the endurant limb stent graft had migrated to the proximal side due to an enlarged right common iliac artery. No endoleak was observed. A secondary intervention was performed on and the physician coiled the right internal iliac artery and a 16x28x93 endurant stent graft was implanted. Another manufacturer's stent was implanted inside the endurant stent graft towards the right external iliac. The physician added the stent to prevent migration in the future. No additional clinical sequelae were reported and the patient is fine.